Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered a shock to the patient, and afterwards it exhibited code 1005, indicative of shocking into an open shock lead. A high out of range shock impedance measurement of greater than 125 ohms was also observed. A revision procedure is being planned, but for now, the ICD remains in service. No adverse patient effects were reported.